Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent could not be deployed. The stent was removed from the patient. A second axios stent was used, and similar problem was encountered; the stent could not be deployed, and the tip was damaged. The second stent was removed from the patient, and the procedure was completed with a third axios device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy was confirmed. The delivery system was received in position 2 of the deployment sequence, and the stent remained fully covered and undeployed. This indicates a deployment failure, as the stent should have begun to deploy at this stage. In addition, the kink observed on the sheath was most likely caused by procedural or anatomical factors encountered during the procedure, which may have affected device performance. Furthermore, the twisted and detached sheath directly contributed to the stent's inability to deploy. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. A visual inspection confirmed that the stent was fully covered and undeployed. The delivery system was returned in position 2. The outer sheath was found kinked in the distal section near the black marker. A destructive inspection was performed to assess torsion (rotational damage), and the sheath was determined to be twisted and detached. No additional damage was observed on the stent or the remainder of the delivery system. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU cited: "figure 6. Align the handle with the echoendoscope and attach it by rotating the luer lock fitting clockwise while keeping the handle stationary and aligned with the echoendoscope". However, the rotational damaged in the sheath suggests that the handle was rotated instead of the luer lock. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product investigation conclusion: based on the available information, the most probable cause assigned is "failure to follow instructions."